Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that stimulation had not been on for 2-3 months because she was not sure if she was supposed to leave it on or not. The patient reported that the stimulation has not worked in controlling her symptoms. She was not sure if stimulation ever helped her with her symptoms. She was also not sure if the stimulation was on and she turned off the stimulation because she was not aware if stimulation was supposed to be left on or not. Additional information was received from the patient and it was reported that the patient was taking antibiotics for a bladder infection and then got a pacemaker on (B)(6) 2016. The patient turned off the device for the surgery and was going to check with her doctor at her next appointment.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.